Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 550 mg/dl and was taken to the hospital for assistance. Customer stated that she was throwing up for a few hours prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.